Event description:
It was reported that the patient experienced a second degree burn (redness, blistering, puffiness, and soreness) at the pod site while undergoing a ¿radio frequency¿ procedure on (B)(6) 2026. Medical professionals cleaned and bandaged the affected area. No blood glucose readings were provided. After the occurrence, the patient successfully resumed treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release was found to have met all acceptance criteria locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.